Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the foreign material on the light guide lens. The evaluation found the bending section cover glues were separated and the probe coating was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6), added here due to character limitation in respective field.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced an image issue. The device was returned for evaluation. During the device evaluation, organic residue (foreign material) was attached to the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer confirmed the event happened during a therapeutic procedure. The procedure was completed with the same subject device. No complications were noted with the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event may be prevented by handling the device in accordance with the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.